Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Event description:
It was reported that the right ventricular (rv) lead had low r-waves and high pacing impedance. The physician suspected a possible or pending fracture. Review of performance data indicated gradual, persistently increasing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.